Event description:
It was reported that an inappropriate shock was delivered to the patient and the x-ray showed lead fracture. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.